Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated potassium sid (B)(6) of 7.88 mmol/l on (B)(6) 2021 that repeated without centrifugation of 4.54 mmol/l when processing on the architect c4000. No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 77895un20. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. As part of troubleshooting, the sample was retested with a lower normal result of 4.54 mmol/l. The quality control (qc) results were reported to be within expected ranges during the complaint issue indicating the assay was performing as expected. Device history record review on lot 77895un20 did not show any potential non-conformances, or deviations. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency for the ict sample diluent (ln 2p32-11) lot 77895un20 was identified.